Manufacturer narrative:
No patient identifier, demographic information or patient results were provided. The field service representative (fsr) performed troubleshooting and replaced the shutter assembly (part number a-30104913-04), circuit board, circuit board, temp-optics controller (part number a-90001090-01) and cmia reader, metal case, tested (part number 7-201909-03) which resolved the issue. A review of service history for the alinity I, serial number ai21554 revealed no additional issues of false positive syphilis results reported on the alinity I ai21554 post service intervention for the current ticket. A review of tracking and trending for the shutter assembly (part number a-30104913-04), circuit board, circuit board, temp-optics controller (part number a-90001090-01) and cmia reader, metal case, tested (part number 7-201909-03) did not identify any trends. Review of tracking and trending for the alinity I/architect ia did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the shutter assembly (part number a-30104913-04), circuit board, circuit board, temp-optics controller (part number a-90001090-01) and cmia reader, metal case, tested (part number 7-201909-03) or the alinity I, serial number (B)(4) was identified.

Event description:
The customer identified false positive alinity I syphilis tp results for an unknown number of patients. No specific patient information was provided. No impact to patient management was reported.